Event description:
Received information from failure investigation department that pump was received and wake button was not functioning. Attempts to contact the customer have been made. There is no known impact to customer's blood glucose level.